Manufacturer narrative:
A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Correction: the actual complaint product was not returned for evaluation. The device history records were reviewed for lot number m5082t625, and the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced seven different incidences, which were associated with separate units, involving seven different patients. This is the sixth of seven reports. Refer to 8030647-2015-00056 for the first patient. Refer to 8030647-2015-00072 for the second patient. Refer to 8030647-2015-00073 for the third patient. Refer to 8030647-2015-00074 for the fourth patient. Refer to 8030647-2015-00075 for the fifth patient. Refer to 8030647-2015-00076 for the sixth patient. Refer to 8030647-2015-00077 for the seventh patient. It was reported that the respiratory therapist observed the closed suction catheter leaking so they were unable to adequately ventilate the patient. The patient experienced vent alarms indicating volume changes. The catheter was replaced and discarded. No injuries or adverse effects on the adult patient was reported.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).